Event description:
It was reported by a customer that on (B)(6) 2011 the fiber cap detached inside of the pt at (B)(4) joules. Per the customer, the fiber cap was retrieved. Add'l info reported by the customer was there were no error codes that were displayed on the console when the event occurred. The user did not experience any injury from use of the sys. The pt did not experience any harm from the event.